Event description:
Bilateral extracapsular breast implant rupture with severe tenderness, swelling, and hardness. Bilateral implants removed 12/11/96. No identifying marks found on explanted prosthesis.